Event description:
It was reported that this right ventricular (rv) lead was explanted with the rest of the system due to unknown reasons approximately after nine months of being implanted. Whole system crt-d was replaced with a different device system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted with the rest of the system due to unknown reasons approximately after nine months of being implanted. Whole system crt-d was replaced with a different device system. No additional adverse patient effects were reported.